Event description:
It was reported that per the inspection report foreign material between the cementing and a-rubber (bending section) cover was observed. The issue was found during maintenance. Per the report, the endoscope was tested during yearly inspection, repaired and was a ready for use endoscope. The device was already repaired at olympus regional repair (rrc) center and in addition, it was noted that no bacterial found or tested at the hospital side. There were no reports of patient harm associated with the event. This report is being submitted due to the findings of foreign material between the cementing and a-rubber (bending section, insufficient cleaning, and handling problems) identified during device inspection .

Manufacturer narrative:
The subject device was evaluated. Device evaluation found leak on the distal tip biopsy channel. The a-rubber adhesive insertion part noted to be cracked. The suction function was out of specification. The control housing spiral tube plate noted to be dent. Scratches observed on the insertion section. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The customer answered the following questions: - any malfunction of reprocessing accessories. No - delay of pre cleaning. No - delay of manual cleaning (if delayed, pre soaking is required). No - wipe the surface during pre cleaning. Yes - wiping / brushing the surface during manual cleaning. Yes a review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the event occurred due to being unable to reprocess due to physical damage. However, the definitive root cause was unable to be determined. The foreign material was unable to be identified. Olympus will continue to monitor field performance for this device.